Event description:
It was reported that the device was warming up during use at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.